Event description:
It was reported to boston scientific corporation in 2007, that a stone removal procedure in the common bile duct, using a trapezoid rx lithotripter device, was performed (patient age, gender, and weight unknown). According to the complainant, the physician cut the papilla and advanced the (lithotripter) catheter into duct, proximal of the calculi, without using a guidewire. The physician then tried to catch the calculi. At this point, the basket tip was broken off the basket." Reportedly, the tip was retrieved with "a grasping forceps" (device and manufacturer unknown). The physician did not remove the stone during this procedure. At the conclusion of this procedure, the patient's condition was reported as "good", while the next course of treatment was undermined at the time.

Manufacturer narrative:
He complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unknown. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints have been reported for this lot. The 2007 15-month trapezoid rx lithotripter product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.